Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter needle failed to retract during use when the button was pressed. The following information was provided by the initial reporter: "needle retraction failure; button to retract the needle not functioning properly."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 15-feb-2023. H6: investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 19 sealed 24gx0.56in insyte autoguard devices from lot number 2146291. No physical damage was observed with any of the units. A pen and drag test was performed to measure the needle and catheter penetration force. All units were within specification. The units were further inspected under the microscope and no damage was found on the catheter nor the needle. The units were then tested for retraction failure. Tip adhesion was performed, and the safety button was activated on all the units. Upon activation, the needle retracted safely in the safety shield without any resistance. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure of retraction failures and corrective actions have been initiated to investigate this type of incident and identity the root cause. H3 other text : see h10.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter needle failed to retract during use when the button was pressed. The following information was provided by the initial reporter: "needle retraction failure... Button to retract the needle not functioning properly."